Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Occlusion alarms were successfully cleared without the need to change any pump supplies. Customer's blood glucose level was 244 mg/dl.